Manufacturer narrative:
The ise indirect gen.2 cl results were requested but not provided. Based on the provided data, the investigation determined the service actions performed by the customer resolved the issue.

Manufacturer narrative:
The customer cleaned the dilution cup and the sipper pipette. The customer performed daily maintenance and an ise check. The customer performed calibration, qc, and patient comparison testing with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for three patients tested on a cobas 8000 cobas ise module. The customer confirmed calibration and qc were within the specified range. The initial na results were not reported outside the laboratory. The customer performed repeat testing with the samples. Patient 1's initial na result was 151 mmol/l. The patient's repeat na result was 141 mmol/l. Patient 2's initial na result was 151 mmol/l. The patient's repeat na result was 143 mmol/l. Patient 3's initial na result was 147.0 mmol/l. The patient's repeat na result was 136.0 mmol/l. The na electrode lot number and expiration date were requested but not provided.